Manufacturer narrative:
The event was confirmed from the provided x-rays. The root cause of the reported event could not be determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
Patient undergoing revision left tka following previous (B)(6) 2009 revision with triathlon ts components. There is a femoral stem fracture at the junction of the femoral component and stem. Components removed and replaced with depuy components.